Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 437 mg/dl. The customer's blood glucose was treated with the insulin pump. Customer also had no delivery alarms on their insulin pump. Troubleshooting found insulin was able to exit during a fixed prime. The customer's father also stated they did not have a bent cannula. Customer was advised the alarm may be caused by a bent cannula or site/set occlusion. The customer's father also declined to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.